Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 80 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was educated on using at least 80 units when reloading, acknowledged instructions, then successfully loaded new cartridge and resumed insulin delivery.